Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a procedure the radiopaque marker band of the sheath detached within the patient. Vascular access was achieved via seldinger technique, and an 035 guidewire was used to exchange for a 6f sheath. A 6x4 pta balloon was advanced and positioned within the vasculature but was not inflated. The foreign body was observed under fluoroscopy migrating away from the sheath. Arterial and venous pressure was quickly held to prevent migration of the foreign body into the pulmonary artery or arterial system. The physician was successful in performing a cutdown and successfully removing the foreign body from the patient. The procedure was completed with no addition consequences to the patient.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.